Event description:
The user said she was compounding two identical bags of tpn admixture that included 250 ml of 20% intralipid as one of the additives. A 500 ml bottle of this product was hanging on station #1. She compounded one bag and during the compounding of the second bag, with the delivered amount on station #1 showing as 160 ml, the unit went into a no flow and the source bottle was empty. There was no pt involvement. The unit will be returned for evaluation.